Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During surgery the tibial femoral sleeve clamp repeatedly locked open in certain positions, and needed to be shaken in order to get it to function again. The 2 deg broach 37 mm would not accept any of the stem trials (75 x 12mm specifically). The stem trial would not fit far enough into the broach for the tabs to lock into their assigned slots. The stem sat to proud a couple of mm and wouldn't seat properly, as if something was in the hole it was meant to sit in. Upon examination nothing could be seen that would cause this issue. Action taken to manage the problem during surgery: persistent attempts to get the clamp to function as designed, shaking, jiggling, inverting. Surgeon moved to the next size broach (45mm). 2 minute delay to the procedure. No ae to patient. Jnj representatives were present for the procedure.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.